Event description:
Reporter noted a lot of particulate in the patient's eye one day post-op. A second procedure in the office was required to remove filamentous fibers' no damage to the eye. Feel particles may be from eye spears or gauze sponges.